Event description:
Customer reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, with plans for a follow-up. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.